Event description:
It was reported that stent damage occurred. The target lesion was located in the mid circumflex artery. A promus element plus stent was selected to treat the lesion however, stent deformation occurred. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).